Event description:
The patient adaptor was not connected with the ti-adaptor well, when the customer changed transfer set. There was no patient injury or medical intervention reported. There was patient involvement.

Manufacturer narrative:
(B)(4).this complaint was not confirmed as the actual sample was not available for evaluation. Root cause of this event was not identified. The lot number is unknown; therefore a batch review cannot be performed.